Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. No anomalies were found. The distal low-voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead also indicated stretching and apparent explant damage.

Event description:
It was reported that the patient presented with shortness of breath. The left ventricular (lv) lead was found to have exhibited a pacing impedance rise to high impedance. Two of the lv lead¿s three pacing vectors exhibited failure to capture; the threshold for the one vector capable of capture was acceptable, however there was evidence of diaphragmatic/phrenic nerve stimulation at threshold. Lead fracture was suspected. The lead was inactivated, and later removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.